Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the error 5 message first appeared at 2:15pm on (B)(6) 2016. The patient does not administer medication to manage her diabetes and she reported that she continued with her usual management routine following the start of the alleged issue. She reported that 5-10 minutes after the error message appeared, she developed symptoms of ¿nervous, sweating and shaking¿. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted the patient had not been using the meter for the first time. The patient¿s test strips had been stored correctly and she described the correct testing steps. The cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged error message appeared.